Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and investigation showed that the adjustable screw was indeed broken off. The exact cause of the reported problem could not be determined, but it is possible that the issue was due to too much applied force during the procedure. This is the first reported case of this issue; therefore, this has been determined to be an isolated case. No product fault was detected. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the set screw did not work properly. The thread was bad. This is report 1 of 1 for (B)(4).